Manufacturer narrative:
Manufacturer made unsuccessful attempts to obtain this information. It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.